Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. (B)(6). The device is was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2021, dr. (B)(6) performed a phacoemulsification surgery plus intraocular lens implantation on the right eye patient; at the time of intraocular lens implantation, the lens mount was verified under a sensar ar40 lens microscope and +24.5 diopters. At the moment of advancing the lens and injecting it into the patient's eye, a slight resistance is noted, either because the three-piece lens is very rigid, the injection is finished and it is evident that a haptic of the lens remains incomplete. It was verified together with the instrument and ophthalmologist that the haptic had been pinched at the time of advancement with the injector. The lens had been mounted on the sensar cartridge under a microscope where no bad mounting was evident; however it is decided to change for another lens of the same power that was in stock. No patient information reported. No further information provided.